Event description:
Patient reported left side ¿capsular contracture", "the breast feels firm to touch", and "lost a lot of blood". Healthcare professional later reported ¿pain due to a capsular contracture baker grade IV, capsular thickening, and pain in the underarm area. Possible rupture of the left implant and silicone leakage. Palpable thickening of the breast tissue and tissue capsule on both implants. Grossly visible changes with severe distortion are apparent on examination on the left breast. Broken left implant¿, "lower left axillary area: adenopathy sized 13/10 mm". The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture baker grade IV, silicone migration and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was rupture, capsular contracture baker grade IV, silicone migration and lymphadenopathy.